Event description:
Report received from (B)(6) states: "vitrectomy cutters fail in cutting vitreous during retinal procedures. Some cutters fail from the start while others initially work and then fail after a while. No issues with pts."

Manufacturer narrative:
Sterilization and lot history records were reviewed and no exceptions were found. The product has been requested for evaluation; however; it is unk if it will be returned. Report 2 of 2.